Event description:
The device was used during an esophagectomy procedure. Reportedly, the instrument fired partially. The surgeon used another device. The hosp has reported that no pt injury occurred.